Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and thrombosis ('huge blood clot') in an adult female patient who had essure (batch no. 826698-inv, 626598-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tummy tuck (surgery), augmentation mammoplasty (surgery), cesarean section, cholecystectomy and abdominoplasty. Concurrent conditions included gerd. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) from 2009 to 2010 for genital bleeding as well as hypericum perforatum (st john's wort) since 2010, omeprazole since 2014 and sertraline hydrochloride (sertraline hcl) since 2017. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), headache ("headaches"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) / severe pain during sex"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("allergic or hypersensitivity reaction type: rash"), depression ("psychological or psychiatric problems condition: depression"), loss of libido ("psychological or psychiatric problems condition: lack of sex drive causes marital issues / reproductive system disorder or condition type of disorder or condition: lack of sex drive"), marital problem ("psychological or psychiatric problems condition: lack of sex drive causes marital issues"), rash papular ("rashes or skin conditions type: red bumps on skin"), urticaria ("rashes or skin conditions type: hives"), micturition urgency ("bladder or urinary problems or changes: urgency"), cystitis ("bladder or urinary problems or changes: bladder infection"), tooth disorder ("dental problems"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain/ abdominal cramping"), vulvovaginal pain ("vaginal pain") and muscle twitching ("muscle fluttering") and was found to have weight increased ("weight gain / loss (specify which one) gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy, oophorectomy (one side removal of ovary),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, thrombosis, urinary tract infection, vaginal infection, headache, migraine, fatigue, weight increased, dermatitis allergic, depression, loss of libido, marital problem, rash papular, urticaria, micturition urgency, cystitis, tooth disorder, alopecia, vaginal discharge, vulvovaginal pain and muscle twitching outcome was unknown and the menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, marital problem, menorrhagia, micturition urgency, migraine, muscle twitching, pelvic pain, rash papular, thrombosis, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) -2008 and (B)(6) 2008. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia". Lot number (826698) is inv. Lot number: 626598 manufacture date:2008-02 expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and thrombosis ('huge blood clot') in an adult female patient who had essure (batch no. 826698-not valid, 626598-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tummy tuck (surgery), augmentation mammoplasty (surgery), cesarean section, cholecystectomy and abdominoplasty. Concurrent conditions included gerd. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) from 2009 to 2010 for genital bleeding as well as hypericum perforatum (st john's wort) since 2010, omeprazole since 2014 and sertraline hydrochloride (sertraline hcl) since 2017. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), abdominal pain ("abdominal pain/ "), metrorrhagia ("metorhagia (bleeding b/w periods)"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse) / severe pain during sex"), fatigue ("fatigue"), dermatitis allergic ("allergic or hypersensitivity reaction type: rash/allergy: other"), depression ("psychological or psychiatric problems condition: depression"), loss of libido ("psychological or psychiatric problems condition: lack of sex drive causes marital issues / reproductive system disorder or condition type of disorder or condition: lack of sex drive"), marital problem ("psychological or psychiatric problems condition: lack of sex drive causes marital issues"), rash papular ("rashes or skin conditions type: red bumps on skin"), urticaria ("rashes or skin conditions type: hives"), micturition urgency ("bladder or urinary problems or changes: urgency/bladder/urinary problems: other"), cystitis ("bladder or urinary problems or changes: bladder infection"), tooth disorder ("dental problems"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), muscle twitching ("muscle fluttering"), rash ("allergic or hypersensitivity reaction:rash") and abdominal pain lower ("abdominal cramping") and was found to have weight increased ("weight gain / loss (specify which one) gain"). The patient was treated with surgery (ablation and d and c and hysterectomy with bilateral salpingectomy, oophorectomy (one side removal of ovary),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, metrorrhagia, dysmenorrhoea, vaginal haemorrhage, dyspareunia, dermatitis allergic, micturition urgency, cystitis and abdominal pain lower had resolved and the thrombosis, urinary tract infection, vaginal infection, vulvovaginal pain, headache, migraine, fatigue, weight increased, depression, loss of libido, marital problem, rash papular, urticaria, tooth disorder, alopecia, vaginal discharge, muscle twitching and rash outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, marital problem, menorrhagia, metrorrhagia, micturition urgency, migraine, muscle twitching, pelvic pain, rash, rash papular, thrombosis, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2008 and (B)(6) 2008. Current weight 200 lbs. Patient received treatment for metorhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia". Lot number (826698) is not valid. Lot number: 626598 manufacture date:2008-02 expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received. Reporter's information was added. Added event rash, abdominal cramping. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and thrombosis ('huge blood clot') in an adult female patient who had essure (batch no. 826698-inv, 626598-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tummy tuck (surgery), augmentation mammoplasty (surgery), cesarean section, cholecystectomy and abdominoplasty. Concurrent conditions included gerd. Concomitant products included ethinylestradiol; ferrous fumarate; norethisterone acetate (junel fe) from 2009 to 2010 for genital bleeding as well as hypericum perforatum (st john's wort) since 2010, omeprazole since 2014 and sertraline hydrochloride (sertraline hcl) since 2017. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), abdominal pain ("abdominal pain/ abdominal cramping"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse) / severe pain during sex"), fatigue ("fatigue"), dermatitis allergic ("allergic or hypersensitivity reaction type: rash/allergy: other"), depression ("psychological or psychiatric problems condition: depression"), loss of libido ("psychological or psychiatric problems condition: lack of sex drive causes marital issues / reproductive system disorder or condition type of disorder or condition: lack of sex drive"), marital problem ("psychological or psychiatric problems condition: lack of sex drive causes marital issues"), rash papular ("rashes or skin conditions type: red bumps on skin"), urticaria ("rashes or skin conditions type: hives"), micturition urgency ("bladder or urinary problems or changes: urgency/bladder/urinary problems: other"), cystitis ("bladder or urinary problems or changes: bladder infection"), tooth disorder ("dental problems"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and muscle twitching ("muscle fluttering") and was found to have weight increased ("weight gain / loss (specify which one) gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy, oophorectomy (one side removal of ovary),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, metrorrhagia, dysmenorrhoea, vaginal haemorrhage, dyspareunia, dermatitis allergic, micturition urgency and cystitis had resolved and the thrombosis, urinary tract infection, vaginal infection, vulvovaginal pain, headache, migraine, fatigue, weight increased, depression, loss of libido, marital problem, rash papular, urticaria, tooth disorder, alopecia, vaginal discharge and muscle twitching outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, marital problem, menorrhagia, metrorrhagia, micturition urgency, migraine, muscle twitching, pelvic pain, rash papular, thrombosis, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2008 and (B)(6) 2008. Current weight 200 lbs. Patient received treatment for metorhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia". Lot number (826698) is inv. Lot number: 626598 manufacture date:2008-02 expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received-new event added metrorrhagia(bleeding b/w periods).event outcome added pelvic pain, abdominal pain, metrorrhagia,allergic rash, bladder/urinary problems :- bladder infection. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and thrombosis ('huge blood clot') in an adult female patient who had essure (batch no. 826698, 626598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tummy tuck (surgery), augmentation mammoplasty (surgery), cesarean section, cholecystectomy and abdominoplasty. Concurrent conditions included gerd. Concomitant medical products included ethinylestradiol; ferrous fumarate; norethisterone acetate (junel fe) from 2009 to 2010 for genital bleeding as well as hypericum perforatum (st john's wort) since 2010, omeprazole since 2014 and sertraline hydrochloride (sertraline hcl) since 2017. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary "), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), headache ("headaches"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) / severe pain during sex"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("allergic or hypersensitivity reaction type: rash"), depression ("psychological or psychiatric problems condition: depression"), loss of libido ("psychological or psychiatric problems condition: lack of sex drive causes marital issues / reproductive system disorder or condition type of disorder or condition: lack of sex drive"), marital problem ("psychological or psychiatric problems condition: lack of sex drive causes marital issues"), rash papular ("rashes or skin conditions type: red bumps on skin"), urticaria ("rashes or skin conditions type: hives"), micturition urgency ("bladder or urinary problems or changes: urgency"), cystitis ("bladder or urinary problems or changes: bladder infection"), tooth disorder ("dental problems"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain/ abdominal cramping"), vulvovaginal pain ("vaginal pain") and muscle twitching ("muscle fluttering") and was found to have weight increased ("weight gain / loss (specify which one) gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy, oophorectomy (one side removal of ovary),). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, thrombosis, urinary tract infection, vaginal infection, headache, migraine, fatigue, weight increased, dermatitis allergic, depression, loss of libido, marital problem, rash papular, urticaria, micturition urgency, cystitis, tooth disorder, alopecia, vaginal discharge, vulvovaginal pain and muscle twitching outcome was unknown and the menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, marital problem, menorrhagia, micturition urgency, migraine, muscle twitching, pelvic pain, rash papular, thrombosis, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2008 and (B)(6) 2008. Current weight 200 lbs diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia". Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs- vaginal infection, urinary infection, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, pain, weight gain, abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), huge blood clot, rash, depression, lack of sex drive causes marital issues, hives, red bumps on skin, urgency, bladder infection, dental problems, hair loss, vaginal discharge, abdominal pain, vaginal pain, muscle fluttering. Reporter information, medical history, concomitant drug, lab data, events outcome, essure removal date were added. Essure insertion date were updated. Event-injury was deleted device category changed from device other event to incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.